Manufacturer narrative:
The insulin pump passed all functional testing, including the displacement test, rewind test, prime seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest. No unexpected insulin flow blocked alarm and no excretive no delivery alarm noted. Device was received with minor scratched lcd window, scratched case and pillowing keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed no delivery. The customer's blood glucose level was 3.6 mmol/l at the time of the incident. Patient is having high bg lately due to no delivery alarms. The customer stated that there were no significant events that could have led to the issue. She primed tubing and drops came out without any alarms. The customer did not return the product back for analysis.